Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician implanted the left ventricular lead and normal measurements were obtained. Upon extracting the catheter, the lead dislodged. The lead was repositioned and normal measurements were again observed. When the catheter was withdrawn, the lead dislodged once more. The lead was no longer used and replaced. The patient was in stable condition post procedure and would continue to be monitored.